Manufacturer narrative:
A partial lead with the tip measuring 47.2cm was returned for analysis. Internal insulation abrasion was noted under the rv shock coil at 5.9-6.0cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 4.7-4.9cm from the distal tip. The etfe coating, inner lumen, and ptfe liner were abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of output issue and low impedance.

Event description:
It was reported that during a heart catheterization, hv output issue was observed due to low impedance on right ventricular channel. The aborted therapy was for a true vt episode and the device attempted several times to deliver therapy before eventually indicating that no more therapies were available. The patient's rhythm was said to have broken at some point later on its own. The patient was in stable condition at the time. Subsequently, the lead was explanted and replaced. No further information was provided.